Event description:
This report is being filed to capture the mitraclip clip delivery system (10269455/12). Difficulty opening the clip in the left ventricle has potential for injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. There were no challenging anatomical conditions noted. During preparation of the clip delivery system (cds 10269455/11), the clip was difficult to open, even when unlocked. By locking and unlocking the clip, the clip functioned normally. The preparation was continued. During use in the anatomy, the clip opened normally to 180 degrees in the left atrium. After closing and entering into the left ventricle, the clip was unable to be opened to more than approximately 100 degrees. Several attempts were made to close, lock, unlock and reopen the clip, but this was not successful. The tension in the system could be clearly observed on fluoroscopy, when attempting to open past 100 degrees. The cds was removed without issue and a new cds (10269455/12) was prepared; however, the same issue occurred. This time, the problem was solved by closing and re-opening the clip. The clip was then deployed. Both cds had been inserted and advanced through the steerable guiding catheter (sgc) without resistance. The sleeves of the cds were not deflected more than 90 degrees at any point. There were no curves applied to the sgc. The mr grade was reduced to <1 and the patient was clinically stable post-procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional cds (10269455/11) referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for difficulty opening the clip can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). With respect to the patient condition, procedural conditions and/or user technique, difficulty opening the clip may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. In this case, it is possible that there were unidentified procedural interactions (e.g. Due to the anatomy) during use which caused more tension on the device and therefore contributed to the difficulty opening the clip; however, this cannot be confirmed. Based on the information provided and without the device being returned for analysis, a definitive cause for the reported event could not be determined. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.